Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
It was reported that the ventilator would not run on alternating current (ac) power. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the power supply.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020. Information was received that the power supply was replaced to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.